Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the electrode plate on the jaw came off after two seal cycles and fell into the patient's cavity. The plate was retrieved and there was no patient injury.